Manufacturer narrative:
The device history record (DHR) for lot 2315003064 was reviewed and no anomalies related to the reported issue were observed. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the yankauer suction broke during surgery in the operating room. There was no patient harm reported.